Event description:
It was reported that the coating on the instrument hook had worn off. There was no record whether the observation was noticed at : a) instrument cleaning and sterilization; b) instrument inspection immediately prior to surgery or c) during surgery. No patient harm, adverse outcome or injury was reported.